Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, an episode of non-sustained rv oversensing due to post-sensed t-wave oversensing was observed. Physician decided not to make any programming changes. No more episodes were noted since then. Patient is doing fine.